Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The reported event of replace generator message was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol). The ipg failed the warranty criteria in the proclaimxr battery warranty evaluation - the device failed to meet the programming requirements as it was used in continuous mode and exceeded the amplitude limits.